Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked where the catheter met the hub during an unspecified procedure on a patient of unspecified age and gender. A new like device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The customer noted that no force was exerted on the catheter, as it was used normally. The assistant ir lab manager reported that following the leak, the drain was taken apart and it was discovered that the flare was ripped.

Manufacturer narrative:
D2a: common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: product code: additional product codes: gbo, lje. E3: occupation: manager. G4: PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 31oct2024, it was reported that the hub had separated from the catheter. The hub had already separated when leakage was noted. An abscess was being drained at the time of failure. A drainage bag was attached to the catheter. All catheters get sutured and bandaged with 4 x 4 gauze and a transparent film dressing.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that during an abscess drainage procedure, an ultrathane mac-loc locking loop multipurpose drainage catheter separated at the hub and subsequently leaked. A new like device was used to complete the procedure. The customer noted that no force was exerted on the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including quality control procedures, instructions for use (IFU) for the device, manufacturing instructions and specifications were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that there is no evidence suggesting the device was manufactured out of specification and there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [ t_multi2_rev1, multipurpose drainage catheter] packaged with the device contains the following in relation to the reported failure mode: "precautions patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.